Event description:
The baloon was inflated a number of times, but was not inflated any longer than 10-12 seconds because it kept pushing back out of the lesion. When the balloon was finally inflated for longer than a minute, it burst and perforated the graft. The patient's pressure dropped to 0 and patient went into asystole. CPR was started, 4.0mm perfusion balloon was put in and inflated to 8 atm. Pericardiac centisis was performed to remvoe approximately 240cc of fluid. Pressure and hr restablized and patient was transported to or.